Event description:
It was reported that: "pt was having a bone lesion biopsy, during procedure specimen was unable to be obtained. When attempting to adjust the cannula with the drill, the cannula broke from the plastic hub that sits in the drill, leaving the cannula in the patient. The cannula was unable to be removed with manual traction." Ai received on 11jul2024: pt had to go to or with orthopedic surgeon, surgeon used trephine drill to remove broken cannula. When using the drill, cannula broke again inside the patient. Remaining fragment of cannula was able to be removed with further drilling using the trephine drill. Pt did not experience any significant blood loss. Closure was performed and pt was kept overnight for observation. Pt was discharged the following day.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. Oncontrol kit is supplied by viant. A DHR review was completed was lot 63844601. Case details were reviewed. As per the additional information received, the location was right iliac crest. Bone was sclerotic. Driver was used with downward pressure. Patient had to go into the or for the surgery to remove the broken cannula. A trephine drill was used. The cannula broke again. The remaining fragment was removed from the patient. Patient was kept for observation and discharged next day. It is likely that the cannula was lodged into a very dense sclerotic bone. The torque applied could have transmitted to shaft causing it break when there is no movement of the cannula. No fluoroscopic pictures of the bone were shared. A manufacturing record review was completed by viant and no related nonconformances were found. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "pt was having a bone lesion biopsy, during procedure specimen was unable to be obtained. When attempting to adjust the cannula with the drill, the cannula broke from the plastic hub that sits in the drill, leaving the cannula in the patient. The cannula was unable to be removed with manual traction." Ai received on 11jul2024: pt had to go to or with orthopedic surgeon, surgeon used trephine drill to remove broken cannula. When using the drill, cannula broke again inside the patient. Remaining fragment of cannula was able to be removed with further drilling using the trephine drill. Pt did not experience any significant blood loss. Closure was performed and pt was kept overnight for observation. Pt was discharged the following day.

Manufacturer narrative:
Qn#(B)(4).